Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4 (lot number). The following sections were updated: b4, b5, d9, g3, g6, h2, h11. The product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction, a side bar of the alignment guide detached and fell to the floor, and the procedure continued without delay using the same instrument. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.